Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced delivery anomaly. The customer reported that the insulin pump would keep pumping when the reservoir is empty. The customer's blood glucose was 111 mg/dl at the time of call. The customer performed displacement test and the insulin pump passed. The customer mentioned that the blood glucose went high due to anomaly. The insulin pump will not be returned for analysis.